Event description:
Caller states the patient tested 2.6 inr on coaguchek system 1 and 3.5 inr on coaguchek system 2 during duplicate testing. No treatment information provided. Requested return of suspect device and replacement was sent. No adverse event reported. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 patient for suspect device in coaguchek system 2.